Manufacturer narrative:
Correction: the customer has requested for the complaint to be cancelled. The initial supplier notification was sent for ¿needle guard missing¿. The complaint event was re-evaluated and it was determined that the supplier notification was incorrectly generated because the event is not related to a supplier issue. The event related to ¿black and yellow syringe¿ is being addressed in our complaint system and does not require a supplier notification for this particular case. No further investigation will be performed for this complaint.

Event description:
It has been reported that one unspecified bd¿ ultrasafe syringe has been found experiencing sterility issues. The following has been provided by the initial reporter: complainant reported that the last injection she had the syringe was black and yellow and was concerned because she knows the prolia syringe has a plastic green piece on it.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ ultrasafe syringe has been found experiencing sterility issues.the following has been provided by the initial reporter:complainant reported that the last injection she had the syringe was black and yellow and was concerned because she knows the prolia syringe has a plastic green piece on it.